Event description:
Fracture of alteon screw reportedly due to too much torquing against the rim of the cup, using excessive force.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific info was not provided, precluding a review of the device history record.